Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with a claim of twitching at the pocket site. During the follow-up, the device was found to be in backup vvi. The device was reverted to normal operation. The patient was stable and will continue to be monitored.